Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up-arrow keypad button did not activate desired pump functions during testing. The up-arrow key contact was found to be inverted. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
Per the distributor, it was reported that the buttons do not work anymore.